Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the bluetooth icon continued to flash on the receiver. Data was available for evaluation. Confirmation of the complaint could not be determined via data. The probable cause could not be determined via data. An exterior visual inspection was performed and the receiver passed. A receiver charged and will boot was performed and the receiver charged, but failed to boot due to perpetual rebooting. Confirmation of the complaint could not be determined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).